Event description:
The account alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch mechanism had fluid contamination. The technician cleaned the side rail latch mechanism to resolve the issue.